Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, but the pump did not shut down as a result. There was no reported impact to the customer¿s blood glucose level, as they declined to provide values. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted.